Event description:
The pt was reportedly experiencing secretion at the implant site. On (B)(6) 2013 the pt was treated for infection with prednisolone for 21 days. On (B)(6) 2013, the secretion returned and the pt was treated with amoxicillin, clavulanic acid, ceftriaxone, and clindamycin. On (B)(6) 2013, a surgery was performed to clean the implant site. On (B)(6) 2013 during the revision surgery erosion of the temporal bone and fluid under the implant were discovered. The pt's device was explanted due to the advanced stage of infection.

Manufacturer narrative:
The explanted device passed external visual and photographic imaging inspections. System lock was verified. The device passed the electrical and the mechanical test performed. The device was explanted for medical reasons. The device passed all the tests performed. The pt is being monitored.